Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "never operate the rotablator¿ advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01603. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire were selected for use. After the 2nd ablation was performed at 180,000rpm, it was noted that the rotawire was not able to insert straight. However, the burr came in contact with the spring tip solder joint and caused the wire to detached at that portion. The detached rotawire was retrieved using another wire and there were no fragments left inside patient's body. The procedure was completed with another of the same device. No further patient complications were reported and patient's status was stable.